Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's charging port is damaged. Customer declined additional assistance from tandem technical support concerning this issue. There was no reported adverse effect to the customer's blood glucose level.